Event description:
It was reported that during a cervical level 2 to level 7 decompression procedure, the device was being used to dissect scar tissue around the spine and produced an instrument error. The device was re-tightened and started to work before producing another instrument error. The device would not re-test. A second device was opened and also produced an instrument error. Once again troubleshooting was performed but still produced an instrument error. A new handpiece and a third disposable device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary - the devices were returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damge of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.